Manufacturer narrative:
The 32mm aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the medical records and images by aga's medical consultant resulted in the following findings: this patient underwent device closure of a secundum atrial septal defect (asd) with a 32mm aso. The aso embolized into the pulmonary artery and the patient was sent to the operating room for aso removal and patch closure of the asd. The patient did well post-operatively. Three cds were provided for review; two cds showed transesophageal echocardiogram (tee) interrogation of the asd and the third cd showed a few images of intracardiac echocardiogram with the wire/catheter across the defect, angiograms of balloon sizing and images of the embolized aso into the pulmonary artery. The tee cds were very helpful in determining the size of the defect and evaluation of the atrial septal rims. No images of the aso implantation were provided for review; however, the cause of the embolization was still determined with the images provided. The tee was of good quality and all three standard views were recorded. In the 4-chamber view, the av valve rim was adequate; the superior rim toward the pulmonary vein was adequate enough for device placement. The defect was large and measured around 28-31mm (including the redundant part of the atrial septum). A large, redundant eustachian valve was seen as well. Short-axis view images in 37 through 74 degrees showed a deficient aortic rim that was absent in some views. The posterior rim was thin, with a sliver of a posterior rim seen during atrial systole only. The defect measured about 32mm static in these views. The bi-caval view showed an adequate svc rim but the ivc rim was almost not seen. At about 115 degrees, the coronary sinus was seen but no rim adjacent to it was visualized. The 3d images showed similar anatomy; the posterior rim with its continuity to the ivc rim was nearly absent but this area was hidden behind the fluttering eustachian valve which gave the false impression of its adequacy. In some high short-axis views (with the aortic valve leaflets in the image), the defect was relatively small. Hence the defect was slightly oval in shape. According to aga's medical consultant, the following conclusions were drawn: there was significant deficiency of the ivc rim; moderate deficiency of the posterior rim and in at least one view, the coronary sinus rim was not seen. This was a complex defect with multiple rim deficiency which resulted in device embolization. Embolization of an aso into the right atrium (and then to the pulmonary artery) is also reflective of ivc rim deficiency. The device embolizes within minutes to hours after the device is released. A larger aso would have embolized in this type of defect, hence the sizing in this case did not matter.

Event description:
According to the initial information received, on (B)(6) 2011, the atrial septal defect was measured with a 34mm amplatzer sizing balloon ii and a 32mm amplatzer septal occluder (aso) was implanted. Subsequently, the aso embolized via the right ventricle to the pulmonary artery beyond the valve. Transthoracic echocardiogram (tte) demonstrated good flow via both pulmonary arteries. The patient was transferred to the operating room for surgical closure of the defect and removal of the aso. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.

Event description:
According to the initial information received, on (B)(6), 2011, the atrial septal defect was measured with a 34mm amplatzer sizing balloon ii (28mm x 29mm) and a 32mm amplatzer septal occluder (aso) was implanted. Subsequently, the aso embolized during position confirmation with intracardiac echocardiogram via the right ventricle to the pulmonary artery beyond the valve. A 15mm snare was opened but the decision was made to go directly to surgical retrieval. Transthoracic echocardiogram demonstrated good flow via both pulmonary arteries. The patient was transferred to the operating room for surgical closure of the defect and removal of the aso. The patient was noted to be doing well and has returned to work.